Manufacturer narrative:
(B)(4).

Event description:
A physician reported to an international distributor that a patient experienced dyspnea and syncope. The physician was advised to reprogram vns settings but it is unknown if he did so or if he took any other form of intervention. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Updated information from the physician clarified that the patient experienced one brief episode of throat pain with vns stimulation which lead dyspnea. No intervention was necessary and the event has not recurred. The physician also clarified that the syncope was related to the patient's typical seizure activity and not an independent event of syncope. The physician stated that the seizure activity was not related to vns and the patient's seizure frequency has not increased. Vns function was deemed to be normal at all times with normal lead impedance observed.